Manufacturer narrative:
This event occurred in (B)(6). The reagent kit had not been changed recently or re-calibrated. Daily qc results had been stable. Qc results were within the acceptable range at the time of the event. The customer noted fibrin on the sample tube wall. The customer is not using rack adapters for the 13 mm sample tubes. Rack adapters must be used for 13 mm sample tubes. The field service engineer (fse) checked sample aspiration and the reagent probe and did not find any abnormalities. Multiple abnormal sample aspiration alarms were produced around the time of the event. These alarms indicate a possible sample quality related issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys amh (amh) on a cobas 8000 e 602 module. The initial result was 0.017 ng/ml. The result from a different sample from a different hospital was 12.6 ng/ml. On (B)(6) 2019 the original sample was repeated with a result of 11.28 ng/ml. This result was believed to be correct as it corresponded to the patient's medical history. The initial low result was not reported outside of the laboratory. The amh reagent lot number was 393800 with an expiration date of 29-feb-2020.